Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 a2: age is under 5 years old h3: patient code: cleft palate if additional information is received a follow up report will be submitted.

Event description:
It was reported suture (thread) broke post surgery. A patient (age under 5 years old) underwent a surgical procedure to repair a cleft palate. It was reported that seven (7) days post surgery the suture broke and the patient required another surgical procedure to re-suture. No additional patient information was received.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation: samples received: 35 unopened pouches. Analysis and results: there are no previous complaints of this code batch. We have manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 35 closed units to analyze this case. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep):1.80 kgf in average and 1.68 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 1.32 kgf in average and 1.20 kgf in minimum. B. Braun surgical requirement is 0.92 kgf in minimum. We have checked the batch manufacturing record of this product and there were two internal non conformities, one of them related to a packaging defect. After the reprocessing the product, the results before releasing the product fulfilled b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.